Event description:
The device evaluation found during testing that the device exhibited error code 44509. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Functional testing found the device to produce error code 44509 upon power up. It was determined that the printed wire assemble board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.